Event description:
Surgeon in attendance was dr. (B)(6). Cvtm (B)(4) was present at case. The case was uneventful and went as normal. (B)(4) was at another hospital and he was told by a nurse that there was a patient that had a bad leg infection (necrotic) from an (B)(6) case with dr. (B)(6). (B)(4) says he believes that it must have been from that case date on (B)(6) 2014. The hospital is performing their own investigation and will not release any information. The patient is doing fine.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25097537, 25097420 and 25096242 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).